Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump unable to charge due to damaged pin number five. Unable to perform the functional test due to charge anomaly. Insulin pump received with moisture damage in all pins.

Event description:
It was reported by the customer that their transmitter had been exposed to moisture. Customer stated that the device had been exposed to moisture when they were swimming and the device was pulled off of their body. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 104 mg/dl at time of reporting. Nothing further reported.